Manufacturer narrative:
Date of explant corrected to reflect (B)(6) 2021 instead of (B)(6) 2021. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04402 it was reported that the patient experienced ineffective stimulation. Migration was confirmed via imaging. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced.. Post-operatively, stimulation therapy was restored.